Event description:
15:51 - vacuum on, vacuum off. 15:58 - vacuum on, vacuum off. 16:04 - vacuum on, upon vacuum application on baby's head per doctor, the rest of vacuum parts disintegrated to pieces. Doctor removed cup gently and provided new set of equipment. 16:08 - viable vigorous infant, baby girl was born. Apgar score:8 and 9 at 1 and 5 minutes respectively. Package and all possible parts of this equipment was saved and will forward to manager of maternal and child health (mch) services.